Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided full pump reset instructions, and the caller followed these instructions leading to a successful sensor session start with no recurrence of the error code.